Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Technician reports pt experienced overcorrection and induced astigmatism, post lasik surgery. Records received show pt reported, at the one week post-op visit: fluctuation in visual acuity, eyes take longer to adjust to computer screen in the morning, and halos at night. At the two month post op visit, pt did not express the visual symptoms described earlier but stated print on tv was fuzzy. Physician noted, on one week and two month post op visit: corneal superficial punctake keratitis, rapid tear break up time and mild microstriae. Left eye of this pt is reported under MFR report # 3003288808-2011-00038.